Event description:
The lead produced no clinical effect and no side effect at maximum amplitude when tested. The lead was replaced. The pt received effect with the new lead. The pt outcome was reported as "recovered without sequelae".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.